Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a 4" (10 cm) appx 0.68 ml, smallbore trifuse ext set w/3 microclave® clear, 2 check valve, 3 clamps (2 white, red), rotating luer. Per the reporter, the specific event type catheter cracked/damaged/severed patient had a tri-clave that was attached to her IV and some fluid on the bed. It was initially thought the patient's IV site was leaking but upon assessment, the IV dressing was dry and infusing. The nurse inspected the IV line and noticed that the tri-clave looked slightly crooked, the tri clave was changed to a new one and the leaking did not happen again. Once the device was removed, upon inspection after flushing the tri-clave there was some leaking at one of the hubs, possibly meaning the patient did not receive full dose of unspecified IV medication because some of the medication could have leaked onto the bed. There IV/ vascular access and the peripheral intravenous line was placed on (B)(6) 2023. There was patient involvement and no adverse event reported.